Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the no image was displayed because the flexible cable fixture that connects the connector receiver and the board was damaged, making it impossible to connect the flexible cable, during inspections or repairs at the olympus repair department, user facilities, or third parties. Since it have been about 8 years since the device was delivered, it was presumed that the internal mechanism of the power button deteriorated over time due to repeated use for a long period of time, and as a result, the device could not be turned on.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on july 5, 2021, it was found that the device could not be turned on because the internal mechanism of the power button was damaged. It was alos found that the device didn't have an image because the socket connection tab to the board was broken. There was no report of patient injury associated with the event.